Event description:
Abscess. A 48 year old female pt received one sheet of seprafilm (lot no. 288524) during ostomy take down procedure. The seprafilm was placed on the right side of the ostomy take down site. On 3/5/99 the pt developed an intra-abdominal abscess, confirmed by CT scan, with fever, ileus, distention and urinary symptoms. The pt was then treated with a percutaneous drain and antibiotics. The drain tubes were removed on 99. The pt was reported to have recovered without sequelae. The reporting physician assessed the event as possibly related to seprafilm.